Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during an implant procedure, the lead sensing was bad and the threshold too high. The lead was not used. No patient complications have been reported as a result of this event.